Manufacturer narrative:
(B)(4). Approximate age of device - 11 months. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use list infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2015 due to a (B)(6) pump/driveline infection. At the time of the event, the patient's white blood count was 9.1 x 10^9/l and temperature was 36.4c. Based on the information provided, the bacteria was resistant to penicillin only. On (B)(6) 2015, the patient underwent an excisional debridement, pulse lavage of the surgical wound, and wound vac placement. The patient was discharged to home on (B)(6) 2015. No further information was provided.